Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd undisclosed cathina pivc had a crack at the catheter connection to the hub the following information was provided by the initial reporter: here are the details the patient was admitted 1/6 through our mentor ed. A 20g piv was inserted into l ac in the ed. The patient was admitted to the med-surg unit and stayed there. Continuous IV fluids and intermittent IV medication including antibiotics were ordered during her stay. Caregivers accessed the piv several times between 1/6 and 1/8 before the leaking was noted. There was no indication of issues with the piv before the leaking. The nurse was flushing the piv for patency to hang the antibiotic and noted leaking, on further assessment she noticed it was leaking from the hub and not the insertion site or any of the connection points. On removing the catheter the nurse noted that there was a crack in the catheter close to the hub, I can see that catheter is bent at an angle close to the hub.

Event description:
Materials#: unknown batch#: unknown. It was reported by the customer that noticed it was leaking from the hub and not the insertion site or any of the connection points. On removing the catheter the nurse noted that there was a crack in the catheter close to the hub, I can see that catheter is bent at an angle close to the hub. Verbatim: here are the details the patient was admitted 1/6 through our mentor ed. A 20g piv was inserted into l ac in the ed. The patient was admitted to the med-surg unit and stayed there. Continuous IV fluids and intermittent IV medication including antibiotics were ordered during her stay. Caregivers accessed the piv several times between (B)(6) before the leaking was noted. There was no indication of issues with the piv before the leaking. The nurse was flushing the piv for patency to hang the antibiotic and noted leaking, on further assessment she noticed it was leaking from the hub and not the insertion site or any of the connection points. On removing the catheter the nurse noted that there was a crack in the catheter close to the hub, I can see that catheter is bent at an angle close to the hub.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed the catheter was bent but not damaged. The sample was subjected to the catheter leak test and it passed with no air bubble observed at the connection area between the catheter tubing and adapter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. The assembly process was reviewed, no station will cause the bend on the catheter tubing. The bend could be caused by manipulation during product application. As the sample had been used, the actual root cause could not be established. Current controls include an outgoing visual inspection and leakage functional test per day to detect adapter damage. There is also a two hourly in-process inspection to check for tubing damage.